Event description:
Modified mcbride procedure on right foot, bunionectomy/osteotomy. Cellulitis developed post-op which did not respond to medical treatment. Return to or 3/13/96 for bone biopsy which showed osteomyelitis of the dorsum of the right foot. Pt continues to have increasing osteomyelitis of the right foot and ankle. Surgeon believes implant was not sterile.